Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals on the ventricular channel. It was noted that pacing inhibition was observed as a result. Technical services (ts) suggested reprogramming options and further potential actions. Subsequently, the whole system was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).